Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. The device image was reviewed and no sudden drop in voltage was noted on or before the event date. Electrical analysis did not find any anomaly. Longevity assessment was performed, based on nominal settings, and device was in the normal range of operation with appropriate remaining longevity.